Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The customer was sent a replacement lid and battery, and the customer will keep the device out of service until they receive the replacement parts. The cause of the reported issue was determined to be a missing lid magnet.

Event description:
The customer contacted stryker to report that the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Manufacturer narrative:
Section d9 of the initial medwatch report indicates: outside united states facility, 4/24/2025. Section d9 of the initial medwatch report should indicate: no . Section h3 of the initial medwatch report indicates: yes . Section h3 of the initial medwatch report should indicate: no. Section h6 method code of the initial medwatch report indicates: testing of actual/suspected device section h6 method code of the initial medwatch report should indicate: analysis of information provided by user/third party. Section h6 results code of the initial medwatch report indicates: mechanical problem identified. Section h6 results code of the initial medwatch report should indicate: operational problem identified. Section h11 of the initial medwatch report indicates: stryker evaluated the customer's device and verified the reported issue. The customer was sent a replacement lid and battery, and the customer will keep the device out of service until they receive the replacement parts. The cause of the reported issue was determined to be a missing lid magnet. Section h11 of the initial medwatch report should indicate: the device was not sent to stryker for evaluation, but a picture was sent from the customer verifying the missing magnet. The customer was sent a replacement lid and battery, and the customer will keep the device out of service until they receive the replacement parts. The cause of the reported issue was traced to the lid assembly, but a specific root cause could not be determined.